Event description:
Reporter states customer reportedly received result of 177 mg/dl and result in the 400's (mg/dl) within 10 minutes on the aviva system. Customer also reportedly received results of 177 mg/dl and 400 mg/dl within 10 minutes on the aviva system. No high blood glucose symptoms reported with these results. No actions taken based on device results. No quality controls were used. No adverse event reported. Requested return of suspect device and replacement was sent.